Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug eluting stent, the stent balloon burst during stent deployment on the first inflation at 8atm. Removal difficulties following stent deployment and a detachment of the catheter also occurred during removal. The lesion being treated was moderately tortuous, moderately calcified with 80% stenosis in the ostium of the left main coronary artery (lmca) and the circumflex (cx) artery. The device was inspected prior to use with no issues noted.negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The device was not kinked and re-straightened during use. Intracoronary lithotripsy was performed on the lm coronary artery, followed by balloon pre-dilation of the lesion in the ostial cx artery. One stent was placed in the ostial cx and another stent was placed in the lmca/left anterior descending (lad). After the first stent was deployed in the ostial cx, the stent balloon became trapped in the calcified lesion causing the balloon shaft to rupture and compromising coronary flow. The patient developed hemodynamic instability. A snare was used to capture the detached shaft. The detached portion of device remains in the patient. The patient remains hospitalized under observat ion due to coronary artery obstruction in the cx. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the device was not moved or repositioned in the lesion while inflated. A medtronic stent was placed in the lmca/left anterior descending (lad). There were no issues noted with the medtronic stent implanted in the lmca/lad. The resolute integrity stent was sufficiently expanded before attempting to remove the balloon. Sufficient time was allowed for the balloon to deflate completely before attempting removal. The stent was deformed due to difficulties encountered during balloon removal. Resistance was noted when removing the balloon from the stent over the guidewire. Damage was noted to the non-medtronic guidewire after removal from the patient. A chest x-ray confirmed that the detached portion of the device remains in the patient. The 3.0x12mm resolute integrity stent was not successfully implanted in the ostial cx artery and further post dilation of the stent was necessary with a medtronic balloon. There were no issues noted with the medtronic post dilation balloon. Another medtronic stent was placed crushing the first stent which resulted in the detached shaft and stent being buried and blood flow being restored. There were no issues noted with the medtronic stent used to crush the first device. The patient has not received any additional treatment for coronary artery obstruction in the circumflex artery. The patient is reported to be stable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.